Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5072838/5089973.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was replaced and leads were removed due to an unknown reason.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was replaced and leads were removed due to an unknown reason. Additional information was received that the ipg was no longer holding a charge and the leads were replaced due to high impedances. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.